Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for difficult to position/remove from the guiding catheter or stent damage from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that while advancing the xience alpine stent delivery system (sds) within a 5 or 6 french guide liner, the leading stent struts were noted to be damaged. The sds and guideliner were removed as a single unit and another xience alpine sds was used successfully. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.